Event description:
The account alleged the rooms bed interface unit is compromised (no nurse call) as soon as the bed's communication cable is connected to the wall. He has linked the issue to the bed.

Manufacturer narrative:
Repairs have not been completed.